Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was black. A field service engineer restored power to the device, found fried solenoid in drawer 3.1 for parts used to repair drawers 3.1 and 3.2 caught smoke, replaced the rj45 connector, swapped the half height drawer to restore functionality and found that server for pyxis was unable to login due to software issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, station was powered on but stuck on black screen. The customer stated that there was a delay in dispensing medication to a patient. The customer stated that there was visible thermal damage to the solenoid. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section b describe event or problem and section h manufacturer narrative the report that the station was powered on without displaying output was confirmed by the bd field service engineer (fse). According to work order (B)(4), the field service engineer (fse) was able to successfully restore power to device. Drawer 3.1 had a thermally damaged solenoid. Other drawer parts were used to repair drawer 3.1 and 3.2. The customer tested the drawer. Laboratory bench testing, conducted in accordance with the pyxibus module controller board and drawer controller board product analysis procedure, confirmed damage to transistor q601 on one of the drawer controllers consistent with failure characteristics of a shorted solenoid. Conversely, the second drawer controller and the pmc showed no observable component-level damage. Resistance testing on the thermally compromised solenoid returned a reading of 0.9 ohms, significantly below the nominal 5.5 ohms ±5%. The solenoid from the second drawer measured 5.9 ohms, which falls within the acceptable tolerance range. External inspection revealed evident thermal damage on the solenoid assembly located in drawer position 1. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, station was powered on but stuck on black screen. The customer stated that there was a delay in dispensing medication to a patient. The customer stated that there was visible thermal damage to the solenoid. As per part investigation, it was determined that there was thermal damage observed on transistor q601. There were no adverse events or injuries reported based on this event.